Event description:
On 24-feb-2021, kci quality engineering completed an evaluation of the device. On 06-jul-2020, the activ.a.c.¿ therapy system was tested per quality control procedure by kci field service and the unit passed quality control checks and met specifications. On (B)(6) 2020, the device was placed with the patient. The device was returned to kci on 21-jul-2020, tested per quality control procedure by a kci service center and no failures were found with the device related to this event.

Manufacturer narrative:
Based on the additional device evaluation information, kci's assessment remains the same; it cannot be determined that the alleged maceration or graft failure are related to the activ.a.c.¿ therapy system. The device passed quality control checks before patient placement. No failures were found with the device after placement related to this event.

Manufacturer narrative:
Date of the event is unknown. Patient discontinued v.a.c.¿ therapy on (B)(6) 2020. Based on information provided, it cannot be determined that the alleged maceration or graft failure are related to the activ.a.c." Therapy system. It is unknown if or what medical or surgical intervention was required to resolve the maceration and subsequent graft failure. The patient has peripheral arterial disease and diabetes. The patient's wound exhibited necrotic tissue and underwent serial debridements prior to initiating v.a.c.¿ therapy the patient. Kci made multiple unsuccessful attempts to obtain additional clinical information. Device labeling, available in print and online, states: warnings keep v.a.c.¿ therapy on: never leave a v.a.c.¿ dressing in place without active v.a.c.¿ therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.¿ dressing from an unopened sterile package and restart v.a.c.¿ therapy; or apply an alternative dressing at the direction of the treating physician. Deterioration of the wound: if a wound has been progressing well from dressing change to dressing change but then deteriorates rapidly, consider the following interventions and, where necessary, seek the guidance / expertise of a specialist: -if available on the therapy unit, check the therapy history log to ensure that the actual number of therapy hours received matches the number of recommended therapy hours (22 hours a day). If the number of therapy hours is less than 22 each day, find out why there is a therapy deficit and remedy the situation. -clean wound more thoroughly during dressing changes. -evaluate for signs and symptoms of infection and, if present, treat accordingly. -change dressing often, ensuring that it is being changed at least every 48 hours. -examine the wound and debride as necessary. Debride the wound edges if they appear non-viable or rolled under as this may inhibit the formation of granulation tissue and migration of epithelial cells over an acceptable wound bed. Ensuring dressing integrity: it is recommended that a clinician or patient (in the home) visually check the dressing every two hours to ensure that the foam is firm and collapsed in the wound bed while therapy is active if not: -identify air leaks by listening with a stethoscope or moving your hand around the edges of the dressing while applying light pressure. -if a leak source is identified, patch with additional drape to ensure seal integrity. -caution: use as few layers of drape as possible. Multiple layers of the v.a.c.¿ drape may decrease the moisture vapor transmission rate, which may increase the risk of maceration, especially in small wounds, lower extremities or load-bearing areas. Maintaining a seal: for delicate periwound tissue or in areas that are difficult to dress, apply protective skin preparation and frame the wound with transparent film or hydrocolloid dressing or other appropriate barrier. Position the dressing tubing on flat surfaces and away from the perineal area, bony prominences or pressure areas. Dressing changes: wounds being treated with the v.a.c.¿ therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.¿ dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Meshed grafts: apply v.a.c.¿ dressing immediately after graft placement and begin therapy as soon as possible. When using v.a.c.¿ granufoam" dressings, a non-adherent dressing should be placed directly over the graft / tissue. In general, the pressure setting used to prepare the recipient bed before grafting should be continued after grafting. Continuous therapy should be used to provide a constant bolster. Recommended settings for meshed grafts and dermal substitutes: initial cycle: continuous for duration of therapy dressing change interval: remove dressing after 4 - 5 days when using either foam (drainage should taper off before removal).

Event description:
On 24-nov-2020, the following information was reported to kci by the physician: on (B)(6) 2020, the patient underwent a split thickness skin graft. The patient allegedly experienced technical issues with the activ.a.c." Therapy system that resolved. At post-operative appointment, the patient allegedly exhibited large amounts of drainage and maceration as the activ.a.c." Therapy system did not appear to have functioned properly. The activ.a.c." Therapy system was stopped and patient subsequently undergone continued wound care at the wound center. The skin graft allegedly did not take. No additional information available. Per kci records, the patient discontinued v.a.c.¿ therapy on (B)(6) 2020.